Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted (B)(6) 2014 for unknown reasons.

Manufacturer narrative:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. This report filed april 16, 2015.